Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion of an unspecified cytotoxic drug. The reporter stated that the doctors do not know if this occurred due to the folfusor or the patient¿s port. The patient switched to oral drugs after this incident. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One actual unit was received with 69 ml of fluid in its bladder. Visual inspection on the unit showed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed on the unit and the flow rates were found to be within the specification range. Should additional relevant information become available, a follow-up MDR will be submitted.